Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had loss of capture. This lv lead was found to be pulled back from its original implant which was verified on the chest x-ray and fluoroscopy. Additional information indicates that a high pacing threshold was observed, however, impedances were still considered within the normal limits. In addition, when the pocket was opened, the lv lead was found to be twisted with the right ventricular (lv) lead. According to the field representative, the patient was considered a twiddler. The lv lead could not be repositioned and so this was removed and a new venous access was obtained. This lv lead remains in service. No additional adverse patient effects were reported.